Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a controller exchange on (B)(6) 2021.

Event description:
It was reported that there were low voltage advisories and power cable disconnects prior to the controller exchange. The alarms resolved with the exchange. No product was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power advisories while connected to batteries was not confirmed; however, the power cable disconnect alarm was confirmed. A review of the log files spanned approximately 2 hours (13apr2021 from 09:28 to 11:52 per time stamp). On 13apr2021 at 10:41 while connected to batteries, a power cable disconnect alarm activated due to the rsoc voltage on the white cable being outside the expected range. There were no other unusual events recorded in the log file. The controller's ability to operate the pump at the set speed, was not affected by any of the alarms. The heartmate3 system controller (serial hsc-065791) was not returned for analysis. Additional information provided on 26may2021 stated that the alarms were resolved with a controller exchange, and that no products would be returned for evaluation at this time. A root cause for the reported event cannot conclusively be determined at this time. Device history records were reviewed and showed no deviations from manufacturing or qa specifications the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 lvas patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisory and power cable disconnect alarms. Heartmate3 instructions for use section 3 ¿powering the system¿ and heartmate3 lvas patient handbook section 3 ¿powering the system¿ explain how to clean and maintain proper function of the battery clips. No further information was provided. The manufacturer is closing the file on this event.